Event description:
It was reported that this pacemaker device was found in safety mode. Technical services (ts) reviewed the data and recommended that this device will need to be replaced. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.